Event description:
Rptr tried on four pairs of gloves today. The first three pairs ripped while being put on. The fourth pair had a hole in it large enough to put rptr's finger through. These gloves are unacceptable for use in oral surgery where they can be easily ripped.